Event description:
It was reported that during central processing, the sp monopolar cautery instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sp monopolar cautery instrument involved with this complaint and completed the evaluation. Fa was able to confirm the reported complaint. Fa found the instrument to have broken tube overmolded adapter. Material was missing and not returned to the customer. Missing material was approximately 0.18¿x 0.08¿. The external accessory can no longer be attached to the adapter due to the damage. The root cause is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the sp monopolar cautery instrument (part# 430007-55 / lot# s10210831-0001) associated with this event has been performed. Per this review of the logs, the monopolar cautery instrument was last used on (B)(6) 2022 via sp0145 for a radical tonsillectomy procedure. There were 20 uses remaining after this last usage. This last usage of the device was before the reported central processing event date. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.